Event description:
Information was received indicating that during use of smiths medical cadd medication cassettes, leaking occurred. It was reported that no disposable" alarms, delays and early ending infusions were also occurring. No adverse patient effects were reported. No additional information is available at this time.